Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 2.3, blood glucose reading 5.2mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. No additional information was provided